Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl). The cause for elevated bg levels is unknown. System check with tandem technical support was performed and the pump was functioning as intended. Tandem technical support reviewed the pump data and found the customer requests boluses without entering carbohydrates. The customer stated boluses are requested by units only. The customer declined follow up, and reported customer has an upcoming appointment with customer's health care professional. Customer administered manual injection to address elevated bg levels.